Event description:
Follow up information reported that the patient received assistance their doctor and the manufacturer¿s representative and the issue was resolved. Specifically, it was noted that the implantable neurostimulator (ins) replaced. The patient was dissatisfied that the device only lasted 2 and half years. If additional information is received, a follow up report will be sent.

Event description:
It was reported that the patient noticed a por (power on reset) message, as well as a "call your doctor¿ icon on her patient programmer today. The patient had went through airport security gates without turning the device off in march. It was noted that the patient was unable to adjust stimulation, and her symptoms had not been good for a while, a few weeks. It was recommended that the patient have her device checked. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant products: product ID 3037, serial # (B)(4), product type programmer, patient; product ID 3093-28, lot # v604556, implanted: (B)(6) 2011, product type lead. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient was not feeling stimulation at the time of the call, but that was normal.

Manufacturer narrative:
(B)(4).